Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted using single interrupted sutures without pledgets. Post-implant, mild to moderate ar was observed and follow-ups revealed residual leakage that gradually improved to mild leakage. On (B)(6) 2018, echocardiogram revealed worsening ar. In (B)(6) 2018, the patient presented at the hospital with cardiac failure. On (B)(6) 2018, a re-do avr was performed and a 25mm edwards inspiris resilia aortic valve was implanted. Upon explant of the trifecta valve, leaflet tear was observed at the stent post between the lcc and rcc extending toward the nadir. The opposite leaflet was widely torn and detached due to excessive force during explant.

Manufacturer narrative:
An event of a torn leaflet was confirmed. All three leaflets of the returned 23mm trifecta valve were torn. Leaflet 1 contained an area of organized fibrin over the torn surface. Leaflet 2 contained mild fibrous thickening of the leaflet tissue. No acute inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated that a 25mm valve was implanted.